Manufacturer narrative:
The device was used for treatment, not diagnosis. This report is one of 3 for the same complaint at the same hospital and surgeon; 3 different patients; each reported separately. Manufacturing documents were reviewed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as the device was not returned.

Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding a headless compression screw. It was reported that lysis of the bone occurred near the hcs screw head. Within the year postoperatively, the patient presented to the surgeon complaining of pain. The surgeon performed surgery to extract the screw, using forceps. No further details were provided regarding the patient, procedure or dates of events. Reportedly, the screw was discarded.